Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the lid reed switch was shorted. The reed switch remained in the closed position when the device's lid was opened and made the device act as if the lid was still in position when the on button was pressed. The device would therefore not charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device would not start its voice prompts after opening the lid. During device evaluation, physio-control observed that the device would not start up. The device would initially power on, but then turn off again after approximately 2 seconds. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4)